Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on stored electrograms. It was further reported the physician indicated the patient was being externally paced at the time of the oversensing. The device remains in use. No patient complications have been reported as a result of this event.